Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 435 mg/dl. The customer disconnected at the patient line of the cartridge and did not observe any insulin coming out of the tubing. The customer reverted to manual injections to address the issue.